Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to interrogate. The physician tried to check the device and the s-ICD displayed a red screen. It was noted that the patient was implanted in india. Troubleshooting options were recommended. Currently, this s-ICD remains in service and no additional adverse events were reported.